Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt experienced left lower back pain. Subsequently, the pt went to the emergency room and received pain medication. It was also reported the pt was no longer receiving effective stimulation. Fluoroscopy showed the pt's pns leads (off-label) had migrated. The pt was scheduled for a lead revision. Follow-up identified the physician repositioned the pt's scs leads back into place which resolved the issue.